Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to suspected infection (it was not reported to the rep if the infection was clinically confirmed or the infecting microorganism identified). Surgeon performed a washout with poly swap. Rep reported that no further information will be released by the hospital or surgeon.